Manufacturer narrative:
No bends or kinks were observed in the exposed portion of the soft cannula. Blood was observed on the adhesive pad. Inspection of the formed needle found no damages or defects that would contribute to bleeding. The cause of the bleeding could not be determined. The pod generated an 0x22 hazard alarm indicating main is in critical hazard alarm. No data abnormalities were observed in the download data. No damages or defects were found during the investigation that would cause the 0x22 hazard alarm. The cause of the generated hazard alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 36 and 48 hours. When the pod was removed from the infusion site (arm), the pod's cannula was found bent.